Manufacturer narrative:
Health hazard evaluation (hhe) was completed.

Event description:
Fastener of the tigerpaw system ii wouldn't fully deploy. End barbs wouldn't attach. There was not known patient effect. It's assumed that a medical intervention (suture) was used to complete procedure.